Event description:
It was reported that this right ventricular (rv) lead was found to have exhibited a high out of range pace impedance measurement via the remote monitoring system. No further intervention has been completed at this time. This lead remains in service. No adverse patient effects were reported.